Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture (baker grade unknown) and device leakage.

Event description:
Patient's representative reported "capsular fibrosis" (baker grade unknown), "device leakage", "feeling of pressure especially when lying down" and "difficulty breathing". Manufacturer of the device is unknown. Affected side is unknown. The device was explanted and replaced.